Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead 2006 (B)(6); 5568-45 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with flu-like symptoms and because the patient received inappropriate therapy. The device discriminator did not withhold therapy for a sinus tachycardia episode. The device remains in use. No patient complications have been reported as a result of this event.